Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported event code. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control isolated the cause of the reported issue to the therapy pcb assembly, but no further root cause could be determined. The customer declined the repair quote, so the until was reassembled and returned to the them un-repaired.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative or positive portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use reported with the event.